Event description:
It was reported that during an implant procedure, the device set screw for the left ventricular port would not allow the lead pin to be seated. The set screw was backed out, and on the second attempt, the set screw would not turn. The device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The returned device indicated a loose/detached set screw. The analyst indicated the lv setscrew was disengaged and stuck to the lv grommet. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.